Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor did not seem to connect with the power supply. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During harvest the cable (vh 4020) and power supply (vh 3010) did not seem to connect. This meant it made it difficult to harvest.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor did not seem to connect with the power supply. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During harvest the cable (vh 4020) and power supply (vh 3010) did not seem to connect. This meant it made it difficult to harvest.